Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device requested the sensor code during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. H2: type of follow up - additional information/ device evaluation. H3: device evaluated by mfg - additional information. H6: additional information.

Event description:
It was reported that the device requested the sensor code during a sensor session. Product was provided for investigation. Confirmation of the complaint was not confirmed via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.